Manufacturer narrative:
This report is being supplemented to provide additional information based off additional information provided. The previous investigation remains the same and does not change. Olympus will continue to monitor field performance for this device.

Event description:
The malfunction occurred during a flexible ureterorenoscopy, diagnostic/therapeutic procedure. Another device was used to finish. There was only a few minutes delay. There was no impact to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to an unpermitted repair conducted at the service center. As to handling of the actual device, as result of confirming contents of the instruction manual, there are following descriptions. They may prevent from indicated phenomenon: this instrument does not contain any user-serviceable parts. Do not disassemble, modify or attempt to repair it; patient or user injury and/or equipment damage can result. Some problems that appear to be malfunctions may be correctable by referring to chapter 10, ¿troubleshooting¿. If the problem cannot be resolved using the information in chapter 10, contact olympus. Equipment that has been disassembled, repaired, altered, changed or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported, the videoscope distal end did not reset. There were no reports of patient harm.